Manufacturer narrative:
Device passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and motor test. Device was received with broken motor slide tip. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the motor of the insulin pump was broken. Blood glucose value was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.